Event description:
This unsolicited device case from (B)(6) was received on (B)(6) 2016 from a physician. This case concerns a (B)(6) female patient who received treatment with synvisc injection and later after unknown latency her knees swelled upto two times the size and were very painful. No medical history, concomitant medication and concurrent condition were reported. The patient already had one synvisc injection which worked well. On an unspecified date, the patient initiated treatment with intra-articular synvisc injection (dose, frequency, indication, batch/lot number and expiration date: not provided) into an unspecified knee. On unknown date, after unknown latency, patient's knees swelled up to two times the size they were before and were very painful after the second synvisc injection. Patient took diclofenac potassium (voltaren) for the pain. Patient could not go to see doctor for two weeks. It was reported that when patient finally saw the doctor, the doctor said there was no signs of infection and gave the patient a cortisone injection. The doctor followed up with the patient the next day and the patient reported that she felt much better overnight following the injection. Also reported, that the doctor had not heard from the patient since so doctor assumed that the patient had fully recovered. Action taken: unknown corrective treatment: cortisone for knees swelled up to two times the size and cortisone and diclofenac potassium for very painful outcome: unknown for both events a pharmaceutical technical complaint (ptc) was initiated with ptc number: (B)(4). The product lot number was not provided; therefore, a batch record review was not possible. Based on the lack of information provided, no CAPA was required. It was the requirement to review all finished batch records for specification conformance prior to release. Any out of specification result was identified and mitigated through the ncr process. Genzyme global pharmacovigilance and epidemiology continuously monitored adverse event reports with or without lot numbers, and assesses possible associations with their corresponding product lot, as part of routine safety surveillance effort to detect safety signals. This review had not indicated any safety issue. Genzyme biosurgery would continue to monitor adverse events to determine if a CAPA was required. Seriousness criteria: required intervention for both events no further information was provided. The consent to contact for follow up was given. Additional information was received on 01-jun-2016. The ptc results were added and text was amended accordingly.